Event description:
The customer reported that the system would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. Two pins in the lemo connector were reseated. The system was tested and operates as intended.